Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, s- connector damage, irrigation error, insufficient cleaning, bending angle in the up-direction failure to meet standard, u/d knob out of standard, angle wires stretched, objective lens peeling, and light guide peeling were observed. Lastly, scratches/dents/cracks were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that image noise was observed with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, clogged nozzle with foreign matter was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the nozzle could not be determined. The investigation confirmed that the customers reprocessing was being implemented according to the IFU, however, it is likely that foreign matter stuck inside the air/water nozzle was not sufficiently removed, resulting in the nozzle clog. Olympus will continue to monitor field performance for this device.